Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was unknown. The customer reported the drive support cap is flush. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. Customer declined to troubleshoot for external flash error alarm.

Manufacturer narrative:
The insulin pump alarmed a35 during rewind due to corroded motor home switch; unable to perform displacement test due to motor anomaly also, unable to verify motor error alarm or a25 alarm due to a35 alarm. The drive support was inspected and no anomalies noted. The insulin pump was received with cracked case at the display window corners, lcd window and battery tube threads.